Event description:
It was reported that the patient's skin over the implant showed signs of possible infection which required antibiotic treatment. The pump remained implanted and no patient symptoms or injuries were reported. It was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was still implanted at the time of report. No culture had been taken and the reporter did not know which drug was used in the pump.